Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin transmitter was unable to read patient's pulse generator. Performed soft and hard reboot and moved the wand in different locations but the issue could not be resolved. Device interrogation with programmer was discussed. No further information was reported.